Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -07.50 diopter, in the patients right eye (od), on (B)(6) 2022. At 4 hour post-op, the intraocular pressure was 36mmhg but the pressure came down to 14mmhg. The patient experienced a refractive surprise and the lens remained implanted. At a post-op visit the patients refraction had improved to 6/6 uncorrected, +0.25 script. The cause of the event was unknown.

Manufacturer narrative:
H1 - corrected to malfunction in initial MDR. Claim # (B)(4).